Event description:
Catheter was placed in 2008. On approx one and a half months later, patient called the facility to notify them that the catheter had broke just below the hub, in the tubing. The pt requested not to have another chait catheter placed. A foley catheter was placed instead of the chait catheter. Patient is doing well with the new catheter.

Manufacturer narrative:
Unknown as the lot number was not provided by reporter. No product was returned to assist us in this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty, how/why this event may have occurred. The appropriate individual have been notified. We will continue to monitor for similar complaints.